Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient had been experiencing elevated blood glucose (bg) intermittently for the past three days, near 500mg/dl with ketones. The reporter denied any symptoms of hyperglycemia. The reporter stated that the infusion set and insertion site had been changed twice and the cartridge and insulin had been changed once since the issue began, with no improvement. The reporter stated that the patient¿s bgs were being treated with correction injections, and noted that the patient¿s bg at the time of the call to animas was 315mg/dl. The patient was reportedly off the pump at the time of the call, however the patient was reportedly going to be put back on the pump after a new infusion set was inserted. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. There was no pump defect found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause was using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.